Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote patient monitoring system recorded an alert for a high pace impedance measurement on this patient's right ventricular (rv) lead. An acute change greater than 500 ohms was observed. No further follow-up has been performed and the patient's clinic will continue to monitor their system. No adverse patient effects were reported. This product remains in service.